Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
The patient presented with swelling at the pulse generator site and had a fever. It was reported that the patient developed an infection.